Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 28-aug-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 18-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer did not have diabetic symptoms. Customer stated she called her doctor's office last night and left a message and has not received a call back. Customer performed a glucose test with the alleged defective device: 134mg/dl pm fasting on (B)(6) 2020 and 123mg/dl am fasting today (B)(6) 2020. Customer also stated that when she goes to her doctors office they tell her blood glucose result is high. Customer stated doctor did not tell her what the result was but that it is a high reading. Customer is taking trulicity.

Event description:
Consumer reported complaint for e-3 and high blood glucose test results. The customer is concerned with tests results obtained of 180mg/dl. The expected fasting blood glucose test result range is 119-130mg/dl. The customer did report symptoms of feeling sleepy. Medical attention is reported as a result of the actual blood glucose results and reported symptoms.. The product is stored according to specification in the hallway closet. During the call a blood test was performed by the customer and produced test results of 180mg/dl fasting using true metrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.